Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than one (1) year since the subject device was manufactured. Based on the investigation results, auxiliary water channel has white foreign objects and is clogged, but the foreign material could not be identified. Although we confirmed presence of foreign material at the auxiliary water channel from the photos provided by service business center, we could not identify the foreign material. We could not specify cause of the foreign material remaining in the subject device. The foreign material may have been unremoved because the device was not reprocessed properly by leak caused by deformation of the grip. Due to deformation of grip, water tightness is lost. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device inspection, it was observed that the colonovideoscope jet tube had white foreign objects and was clogged. There were no reports of patient involvement.